Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported the pod was primed, activated and placed on the patient's body. The lg waited for 5 minutes but cannula did not deploy and removed the pod. The needle mechanism deployed after the pod was removed. No adverse patient impact was reported.